Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The device had minor scratches on lcd window, cracked case at display window corners, cracked lcd window, cracked case at reservoir tube window corner, and cracked belt clip slot.

Event description:
It was reported that a button was not responding on the customer's insulin pump during a bolus programming attempt. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 170/mg/dl. Nothing further reported.